Event description:
The pt was revised because, the bearing in the elbow component wore out. Osteolysis was noted.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided info states the bearing in the pritchard mark 2 elbow wore out after 15 years implanted. The surgeon ordered a custom bearing/pin replacement kit. Removed the old and inserted the new items without incident. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.